Event description:
It was reported on 03/09/2022 by a facility representative via sems that an ar-3355-4031 c-mount is coming apart easily. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause of the reported failure is wear and tear.